Manufacturer narrative:
No product will be returned as it remains in-situ. No x-ray films were provided therefore alleged malfunction cannot be confirm at this time. Label review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." "...care should be taken to insure that all components are ideally fixated prior to closure..." "...confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization..." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis..." No product returned for evaluation.

Event description:
On (B)(6) 2017 patient underwent a revision surgery due to a broken rod on l3-l4 levels. The broken rod was not explanted but was reinforced by connecting it with an inline connector converting it to a dual rod construct. No patient injury was reported.